Event description:
It was reported that the patient expired on 16sep2020 due to driveline fracture and pump stop. The patient was not a candidate for pump exchange. The patient was enrolled in hospice care. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.

Manufacturer narrative:
Driveline repair in january under manufacturer report number 2916596-2020-00502. Serial/lot number was requested but not provided and therefore UDI was not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted due to pump off/pump stop. The patient had a driveline repair in january and it was suspected that there was a possible internal driveline fracture. The patient uses an ungrounded cable and is not a pump exchange candidate. Technical services reviewed the log file and found one low speed on (B)(6) 2020 and one pump stop on (B)(6) 2020 while using battery power. The patient is stable as of (B)(6) 2020 but will be enrolled into hospice care.

Manufacturer narrative:
Section d4, h4: there was no serial number provided, therefore expiration date and manufacturing date could not be populated.manufacturer's investigation conclusion:the report of pump stop events was confirmed through the analysis of the submitted log files. The account reported that the patient had a known internal driveline fracture; however, a specific cause for the pump stop events could not be conclusively determined through this investigation. The submitted system controller log files captured a pump stop event occurring on (B)(6) 2020 at 06:25:10. By 12:38:34, the pump had resumed operating at its set speed. The pump remained operating at its set speed until 06aug2020 at 19:32:00. At that time, the pump speed dropped below the low speed limit. By 19:53:41, the pump had resumed operating at its set speed. Both the pump stop event on 25jul2020 and the low speed event on 06aug2020 occurred while the patient was supported by battery power. These events were accompanied by low speed and low flow hazard alarms. Pump stop events continued, despite a controller exchange on 04sep2020. Based on previous complaint history, this low speed event appeared consistent with a potential driveline issue. Following these events, the log file appeared to capture normal pump function for the remainder of the log file. Of note, the patient appeared to be supported by battery power for several consecutive weeks. The sleeping section of the heartmate ii lvas patient handbook explains that heartmate ii patients must be attached to the power module during sleep or any time when sleep is likely. It was later reported that the patient had a ¿controller fault¿ alarm on 10sep2020 around 18:00 and then became unresponsive. A pump stop was suspected. It was reported that the patient had a known internal driveline fracture and had frequent pump stops on both grounded and ungrounded power sources. The patient was not a candidate for a pump exchanged and was enrolled in hospice care. The patient expired on 16sep2020 due to a driveline fracture and a pump stop. No autopsy was performed, and the device was not explanted. It was reported that the device would not be returned for evaluation.the heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the hmii lvas IFU and patient handbook¿s alarms and troubleshooting sections provide information on all system alarms and the actions associated to resolve the alarms. The hmii lvas patient handbook also provides a section on handling emergencies.the heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the hmii lvas IFU and patient handbook¿s alarms and troubleshooting sections provide information on all system alarms and the actions associated to resolve the alarms. The hmii lvas patient handbook also provides a section on handling emergencies. The sleeping section of the heartmate ii lvas patient handbook explains that heartmate ii patients must be attached to the power module during sleep or any time when sleep is likely.no further information was provided. The manufacturer is closing the file on this event.